Event description:
Customer reported an inability to fill the cartridge with the mobi pump. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the cartridge and loading a new one, after which they successfully resumed insulin, requiring no further assistance.